Event description:
The lead was implanted on (B)(6) 2008 and explanted on (B)(6) 2012. The lead was capped due to over sensing which caused inappropriate shock. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).